Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6), product type: 0200-lead; implant date (B)(6) 2019; brand name vectris surescan; product ID 977a260 (serial: (B)(6), product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Record specifically from (B)(6) 2020 indicated something along the lines of the leads migrated 1.5-2 inches. Caller thought patient had more recent "work done" but didn't have further notes about it during the call as the patient records were very difficult to follow. The caller was not with the patient. See pe 706665017 for lead revision see pe 705223082 for 2022 lead migration